Event description:
It was reported while rolling a patient on the cot, the cot hit either uneven pavement or a piece of mulch and allegedly tipped over on the patient's right side. The medic at the head end of the cot is alleging injury to his left ribs and the patient allegedly sustained an injury to their right arm. Both alleged injuries required medical evaluation; however, details of any required medical treatment or outcome were not provided.

Event description:
It was reported while rolling a patient on the cot, the cot hit either uneven pavement or a piece of mulch and allegedly tipped over on the patient's right side. The medic at the head end of the cot is alleging injury to his left ribs and the patient allegedly sustained an injury to their right arm. Both alleged injuries required medical evaluation; however, details of any required medical treatment or outcome were not provided.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and aside from noted cosmetic blemishes such as paint wear, scuff marks and indentations, there were no observed malfunctioins and the cot was operating according to specification. The cot was returned to service upon completion of the evaluation. No additional information regarding the alleged patient and medic injuries has been received.